Manufacturer narrative:
H3: the revision reported was likely the result of an insufficient bond between the femoral component and the bone and/or patient-related conditions, which led to aseptic (non-infected) femoral loosening and pain. However, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient had an initial left tka on 09-jul-2015. The patient complained of pain and was revised due to a loose femur and recalled poly. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. D10: (B)(6). 02-012-35-4015 - logic tibia ps mod insrt sz 4 15mm. (B)(6), 200-02-35 - three peg patella 35mm. (B)(6), 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. H7: z-0021-2022 for (B)(6), 02-012-35-4015 - logic tibia ps mod insrt sz 4 15mm.